Event description:
It was reported that this right ventricular (rv) lead became dislodged which resulted in delivery of inappropriate shocks to the patient. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.